Event description:
Reporter indicated a recently implanted vns patient had high lead impedance readings at an office visit. Vns diagnostics at the implant surgery were within normal limits. X-rays were reviewed by the manufacturer, and it was noted the lead pin was not fully inserted into the generator header. The patient underwent exploratory surgery in 2009, and the lead pin was reinserted. Subsequent vns diagnostics were normal and no device were explanted.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed the lead pin was not fully inserted past the connector block of the generator.